Event description:
The clinician reports that the day the implant was placed in fdi 26, failure occurred upon insertion. Details of surgery: primary stability not achieved, sinus perforation, sinus augmentation and ridge augmentation. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.